Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D3, g1,2 email is: (B)(6).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump was beeping "no disposable, pump won't run" with the cassette attached. The cassette was changed and the infusion was continued without issues. The reported product fault did occur while in use with the patient. Product issue did not cause or contribute to patient or clinical injury. No additional information is available at this time.